Event description:
It was reported that the wake button on the pump was not working. Customer¿s blood glucose (BG) level was displayed as "High", although a specific value was not given. The customer addressed their BG with a correction bolus. During troubleshooting, it was discovered that the customer had accidentally gotten glue stuck in where the wake button was, causing the wake button to no longer work. Customer declined to continue troubleshooting and hence no additional information could be obtained.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 13 / 2.9.1 / iOS 26.1.